Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is hm chrome contamination. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site to perform appropriate maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated troponin I results were obtained on two patient samples. The results were not reported to the physician. Repeats of the same samples were run on an alternate instrument and a negative results were obtained. Patient treatment was not altered or prescribed on the basis of the elevated results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.